Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds due to possible micro dislodgment. Subsequently, this rv was reposition. No additional adverse patient effects were reported.